Manufacturer narrative:
Concomitant products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported that the patient's device 'stopped working' and the patient was unable to adjust stimulation. The patient programmer displayed a 'call your doctor' icon on (B)(6) 2013 and an informational power-on-reset (por) condition was reported. It was indicated that the por message was cleared but the patient could not see pulse width displayed on the programmer.